Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "environmental contamination". Customer reported suspected several false positive results. Customer ran environmentals and they were good. Service retrieved log files and database backups. This complaint is unconfirmed as the issue alludes to an environmental contamination issue. No problems were identified with instrument performance by the customer. The root cause cannot be determined with the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint is unconfirmed. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: spoke to the lab and the day shift does not have any notes on this issue. The last run of environmentals was good. The customer will need to gather more information. Max - 441916 - epp false positive.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there were false positives. The following information was provided by the initial reporter: spoke to the lab and the day shift does not have any notes on this issue. The last run of environmental's was good. The customer will need to gather more information. Max - 441916. Epp false positive.

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.